Event description:
It was reported that the patient experienced a shocking sensation and pain around the implantable neurostimulator (ins) site and around the sacrum. The pain sometimes shot down the patient's leg and back up when the patient bent over. The pain was present since (B)(6) 2012. It was noted that the patient had a change in weight and the healthcare professional (hcp) "assumed" the ins moved around in the pocket. Impedances were also measured and it was found that some bipolar and unipolar pairs showed impedances >4000 ohms. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, explanted: na. Product typ extension product ID 3093-28 lot# v706821, implanted: (B)(6) 2011. Explanted: na. Product typ lead product ID 3037 serial# (B)(4). Product typ programmer.(B)(4).

Event description:
Additional information received reported that the patient had revision surgery due to high impedances and pain at the pocket site. The patient had her lead explanted and then a new lead was placed on the opposite side. The implantable neurostimulator (ins) was moved from the left butt cheek to the right butt cheek. An impedance check was run and all came back normal. It was reported the patient sustained no injury.